Event description:
The physician reports, six plus months after a renal stone surgery using a soltive pro superpulsed laser system, and a 200 micron tfl ball tip single use fiber, two patients experienced kidney collapse. Both cases had five minutes of lasing time at 20-30 watts. Renal stones were less than 1cm. The physician is not sure if this is related to the laser or not. Additional details were requested regarding the patient and reported events. The physician states no additional information will be provided. The laser generator was installed with the latest software. Case with patient identifier (B)(6) reports the laser fiber used in patient 1 of 2 procedure. Case with patient identifier (B)(6) reports the laser generator used in patient 1 of 2 procedure. Case with patient identifier (B)(6) reports the laser fiber used in patient 2 of 2 procedure. Case with patient identifier (B)(6) reports the laser generator used in patient 2 of 2 procedure.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported in h6 and h10. Reported event: kidneys ¿collapsing¿ after a period of time post renal stone surgery. A surgeon had two patients with collapsed kidneys from cases that happened 6 + months ago. Cases had 5 min of lasing time and were 20-30 watts. Stones were sub 1cm. Unsure if it is due to the laser. A physical inspection of this device could not be performed since this device was not returned to olympus. A physical inspection of a similar device would not provide any insight to this failure mode as a device from the lot cannot be obtained since the lot is unknown and this failure mode is related to kidneys collapsing which is not possible to safely replicate. A DHR cannot be performed for this complaint since the device was not returned and the lot number information or any directly identifying device information can be provided. The definitive cause of the reported event(s) cannot be established.